Event description:
There is no adverse event associated with this complaint. The pt reported that the pump spontaneously began to vibrate and produce a loud, audible tone. After replacing the battery, she reported that there was no unusual vibration or audible tone but the display would not move past the animas logo screen.

Manufacturer narrative:
The pump was returned to animas for eval. The pump booted with continuous audible sound and froze on the animas logo screen. Investigation revealed a display lens leak and moisture damage on multiple internal components.